Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. As previously stated, after the sensor was removed the sensor wire was reportedly retained in the skin. No symptoms were reported but the patient went to the hospital. At the hospital an x-ray was performed but no sensor wire was seen. No treatment or intervention was done during this time. On 10/24/2025, the patient¿s mother called back to report that on (B)(6) 2025, the patient had surgery performed. The patient received general anesthesia and the surgery lasted 3 hours. It is unknown if the sensor wire was removed successfully. At the time of the report, the patient was recovering from the surgery. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, additional information was received 3/2/2026. It was reported that a broken sensor wire occurred. The g7 wearable product was received and evaluated. An external visual inspection was performed and major damage was found. The allegation was confirmed. Customer complaint was confirmed as sensor wire is broken. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that a broken sensor wire occurred. The applicator was evaluated. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. Device analysis would not confirm the issue nor determine a probable cause. The g7 wearable has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).